Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a bipolar lead was plugged in to the unit's monopolar 1 receptacle instead of being plugged in to the correct bipolar receptacle. As a result, the patient was burnt and the general surgeon had to perform bowel surgery to the injured area. The patient had extended hospitalization.